Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2014. As reported by the patient's attorney, post procedure, the patient experienced the following serious bodily injuries: pelvic pain, infection, urinary problems and other injuries. As a result of having this device implanted in her, she also experienced mental and physical pain and suffering and has required additional medical treatment and will likely to be forced to undergo one or more additional surgical procedure and has sustained permanent injury.